Manufacturer narrative:
Testing and investigation found, the device intermittently did not sound an audible tone during an alarm condition. This was due to a broken solder connection which disabled audio transducers/beepers. The cause of the broken solder connections could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device intermittently did not sound an audible alarm tone during an alarm condition.